Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw was damaged. The tip of the jaw was bent and a portion of the over mold was broken off and not returned. The device showed evidence of use. Functional testing found that the damage to the jaw appears to be consistent with improper handling. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested on a silicone test strip with acceptable results. The jaw gap of the device was measured and it was found to be within specification. The device was detected when plugged into generator and activated multiple times on a saline soaked gauze pad with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. No electrical or wiring issues were found. It was reported that the device did not activate. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of jaw damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the open sealer/div bz4212 bizact 5 mm to 12 cm experienced an energy activation and sealing issue, sp ecifically with no seal observed, as there was no evidence of energy delivery and end tones were heard. There was no patient involved. Medtronic's initial evaluation of the incident device found tip of the jaw was bent and a portion of the over mold was broken off and not returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.